Manufacturer narrative:
The product will not be returned for evaluation. We are unable to assess if any product condition could have contributed to the patient's infection. No qualification and sterilization records were reviewed because no product lot number was reported.

Event description:
The patient reported that after wearing the pod on her arm for less than a day; her arm stated to swell up and her blood glucose was also rising (exact bg level was not provided). She went to see her doctor who prescribed her with antibiotics for her site infection. She also stated that her doctor advised her not to use the alcohol wipes anymore. Attempts were made to reach the patient to obtain additional information about the event but there was no answer.